Event description:
It was reported that the customer experienced intermittent malfunction alarms from approximately (B)(6) 2024 to (B)(6) 2024. Reportedly, the customer was ¿in ER today to manage ketones and symptoms¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.